Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported the failure of an m1663a ECG trunk cable. No further details were provided. No patient incident/injury was reported.